Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389-40, lot# l79003, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3387-40, lot# l72454, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).

Event description:
Information was received from the consumer that reported the patient had shocking that started the night prior to report. The shocking was going across his chest on the right side and when he tried to move or get up he would feel a jolt. The patient had a fall three days prior to report and the patient fell right on the unit. They checked their device with the patient programmer (pp) and it showed the stimulation was off. They turned the deep brain stimulator (dbs) implantable neurostimulator (ins) on the patient's right side off the night prior to report and he was still getting shocked. When they turned the device off his symptoms came back. They only turned the ins on the patient's right side off because that was the only one that seemed to be giving the patient trouble. The patient was implanted for parkinson's dual and movement disorders. Further follow-up was being conducted to determine if the patient's physician had been notified about the event, what steps were taken to resolve the issue, and had the shocking and return of symptoms resolved. If additional information is received, a follow-up report will be submitted.